Event description:
A health care provider (hcp) reported that the patient experienced withdrawal symptoms after a pump replacement for normal battery depletion. The patient experienced agitation, restlessness, nausea, loss of appetite, itchiness, anxiousness, and some confusion which began on the morning of (B)(6) 2015 with a gradual onset. The patient was given ativan and valium but was still pretty agitated. The health care provider (hcp) noticed some fluid dripping from the existing catheter during the replacement. A back table prime was done for about 20 minutes at the pump replacement but the volume programmed was unknown. A manufacturer representative reported that the dose was increased by about 10% but then the patient started having hallucinations so it was backed down again. Additional information received reported that the hcp attempted a dye study but was unable to aspirate the catheter. The patient was scheduled for a revision on (B)(6) 2015. The drug used for the replacement was infumorph. The patient¿s relevant medical history includes non-malignant pain and failed back surgery syndrome. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0177998r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, product type: accessory. (B)(4).